Manufacturer narrative:
Device not accessible for testing. Device not accessible for testing.

Event description:
The sales rep reported that the device overheated during testing.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The sales rep reported that the device overheated during testing.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.